Event description:
The patient reported that, she had swelling and redness at the site of her interstim generator. Follow-up with the hcp confirmed that there were pain and swelling at the device pocket. A culture was obtained from the affected area though no organism was identified. The total system was explanted, but the infection remained ongoing. No further complications have been reported.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.